Event description:
It was reported that the dexcom g7 sensor maintained readings in the dexcom app while the ilet pump intermittently lost the cgm signal, after which readings returned; the user was advised on manual bg entry into the pump and on replacing the sensor or contacting dexcom support if the signal continued to drop, consistent with an intermittent communication failure associated with the antenna/electrical interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet with intermittent communication failure traced to the antenna/electrical component interface. It was concluded, based on previously established findings for similar reports, that the cause was component-related failure.